Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo/image were provided for review. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire was allegedly broken into several pieces. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the guidewire was returned for sample evaluation. The guidewire was physically investigated. During physical investigation the guide wire was found broken into three pieces, but it did not cover the whole length. Therefore, it is assumed that the guide wire was broken at least into four pieces. First part was found broken at 68.5 cm from the tip of the guide wire. Second part has a length of 5 cm, and the third part has the length of 0.8 cm. Therefore, 245.7 cm guide wire was missing. A clear root cause could not be identified but a damaged guide wire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the guidewire was allegedly broken into several pieces. There was no reported patient injury.